Event description:
Reporting status: malfunction. Reporting rationale: balloon was removed from patient still inflated, no patient injury. Device issue: balloon was unable to deflate. It was reported that the vessel was occluded. Pre-dilatation was performed, but the vessel flow did not recover, therefore, the thrombus was suctioned. The flow recovered, but the thrombus remained at the lesion. The rx esprit balloon catheter was dilated two times. Several attempts were made to deflate the balloon and remove it out of the patient's body, but the deflation was unsuccessful. The guiding catheter and the rx esprit were removed out of the patient's body. Two stents were implanted and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned inside another company's guiding catheter. There was blood visible on the shaft. There was contrast visible in the balloon and in the inflation lumen. The balloon had been inflated. There were three bends in the hypotube, 6.5 cm, 15.0 cm, and 24.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The guiding catheter was returned with blood visible inside the shaft. There was no damage noted to the guiding catheter. There was another company's rotating hemostatic valve (rhv) returned with the balloon catheter. There was blood visible inside the rhv. There was no damage noted to the rhv. Pin gauges were used to measure the inner diameter of the proximal and distal end of the guiding catheter and were found to be .081". The balloon was able to be removed from inside the guiding catheter without any resistance. The balloon catheter was re-inserted and advanced through the guiding catheter without resistance. An indeflator filled with renografin 60 and diluted 1:1 with water, was used to pressurize the balloon catheter to 13 atm, the balloon inflated normally. An attempt was made to deflate the balloon, but the balloon would not deflate. The balloon catheter was left with negative pressure over night in an attempt to deflate the balloon; however, the balloon was not able to be deflated. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis was able to confirm the reported inability to deflate and the difficulty in removing the balloon catheter through the guiding catheter is most likely related to the inability to deflate the balloon. The only damage to the returned rx esprit was three bends in the hypotube. This damage likely occurred as a result of handling during the packing/shipping of the device back for evaluation, as there was no mention of this in the incident. The reported resistance with the guiding catheter was most likely related to the circumstances during the procedure and the fact that the balloon would not deflate. The most likely cause for the inability to deflate is an excess or material either at the adaption cup or in the shaft just proximal to the balloon. Further investigation will be conducted to determine the exact cause of this device issue. As corrective action, a field discrepancy notice (fdn) was initiated. All further investigation and corrective actions will be tracked in the fdn. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the product performance group.